Manufacturer narrative:
The initial MDR 2432235-2025-00247 was filed on 18-sep-2025. Additional information (22-sep-2025): siemens reviewed the services performed by the customer service engineer (cse) and found no mechanical issues with the atellica ch 930 analyzer. Post-service actions, the integrated multisensor technology (imt) was verified by quality control (qc) testing and was satisfactory. Siemens evaluated the integrated multisensor technology (imt) data provided, identified a system fluid flow issue, and concluded that the potential cause of the falsely depressed sodium (na) results is due to a sample quality issue that contained particulates or fibrin. The cse's initial observation of a cable being present in the path of travel to the imt, while inspecting the dilution probe, is not the cause of the event. The customer has not reported a recurrence, and siemens recommended that patient samples sit upright in the tube rack for ten minutes after being spun or received spun prior to testing. The analyzer is operating as specified, and no further evaluation is required. Siemens updated section h6 to include new codes that reflect the investigation conclusion.

Event description:
The customer reported falsely depressed sodium (na) results on seven (7) patient samples using an a-lyte integrated multisensor (imt) on the atellica ch 930 analyzer, serial number (s/n) (B)(6). The customer noted that the initial results were not reported to the physician(s) and that the same samples were used for repeat testing on an alternate atellica ch 930 analyzer. The repeat results were higher, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) results.

Manufacturer narrative:
An out of united states (ous) customer contacted the siemens customer care center (ccc) regarding falsely depressed sodium (na) results on seven (7) patient samples using an a-lyte integrated multisensor (imt) on the atellica ch 930 analyzer. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed inspections of the dilution probe and noticed that a cable was present in the path of travel to the imt for delivery of 25 l to the port. The cse performed an autocheck, a rotary valve mapping, inspection of the imt measurement board, a verification of fluids, and maintenance on the imt with no issues. The imt was refitted and aligned, the peri tubing replaced, along with the dilution probe. The cse performed a dilution check, calibrated the imt, and ran quality controls (qc) with no issues. The atellica ch 930 analyzer was verified and returned to the customer. Siemens is investigating the event.